Event description:
I have cancer and it required 2 surgeries and hopefully radiation therapy in the future. I use a philips bi-pap asv and still having to use the same machine. I am having to wait for a refurbished one since I am on medicare and philips is no longer making new ones. I think the FDA is very irresponsible with this recall. Every night I have to put on my machine in order to breathe. I will never know the relationship between this machine and my cancer. A. Prostate, (transurethral resection): - prostatic adenocarcinoma, gleason 3+4 (score = 7, grade group 2) within 4% of tissue, 7/181 chips - 10% of tumor is gleason 4, not cribriform - perineural invasion is absent absolutely no family history. Surgeon was expecting benign hypertrophy. Have to continue to use the same machine with the defective foam. FDA safety report ID # (B)(4).